Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but similar product reference (B)(4) is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36952503 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in september 2019. Investigation results: we received for investigation one used celsite babyport access port housing from batch nr 36952503 with a connection ring. No defect is visible on the received device. Dimensional measurements: we have measured the returned device in order to check its conformity to our specifications. All the characteristics conform to our specifications. Functional tests: we have performed a disconnection test on the returned access port with a catheter from the same batch number from our stock. The disconnection force obtained is 2 times superior to the requirement of the iso (B)(4). This characteristic conforms to our specifications. X-ray pictures review: we received for review the x-ray picture taken when the catheter disconnection was discovered. On this picture, we can see the access port housing, with the connection ring connected to it and the catheter which has migrated to the patient heart. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the premature disconnection of the catheter (2 months after its implantation) results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. Only the examination of the explanted catheter and the review of the x-ray pictures taken just after the implantation and showing the access port housing could allow us to confirm this hypothesis. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU vi-1-1-h). No corrective action is envisaged.

Event description:
Disconnection of the catheter 1 month after implantation.